Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:06 (ce post failure) error message" was confirmed during the event log review but not during the functional testing. The root cause for the reported complaint was due to a defective cooling engine (ce) heater as a result of wear and tear of the system. The thermogard is a reusable device and was manufactured in 2013, system has exceeded its expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, observed broken top lid. The cause for the physical damage was due to normal wear and tear of the system. The top lid was replaced to remedy the damage. The thermogard xp ivtm system passed the initial functional testing without any error. The event log review showed occurrence of tcmid:06 (ce post failure) error on the reported complaint date. The ce heater was replaced to address the error. Further review of the event log showed occurrence of mid:23 (patient probe offset) error message on the reported complaint date, unrelated to the reported complaint. The patient temperature probe was replaced to address the error. After the replacement of the ce heater and the patient temperature probe, the thermogard xp ivtm system was powered on and during the self-test, the system displayed mid:23 error message, unrelated to the reported complaint. The root cause for the error was found to be due to the defective I/o board. The I/o board was replaced to remedy the error. After the replacement of the defective part, the thermogard xp ivtm system passed the functional testing without any error. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard xp ivtm system with sn t(B)(4).

Event description:
The thermogard xp ivtm system (sn (B)(4)) displayed tcmid:06 (ce post failure) error message. No additional information was provided. No known impact or consequence to patient information was provided.